Manufacturer narrative:
(B)(4). Date sent: 2/12/2025. B3: unknown, assumed first day of month that complaint was reported. D4: batch # a9d93e. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 23nbs device was returned with no apparent damage. A piece of plastic was returned inside a petri dish. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was visually tested to detect any sleeve issues. The device was visually inspected in order to evaluate the condition of the sleeve and no damaged found or missing piece of plastic. The event described could not be confirmed as the device was returned with no anomalies noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, a plastic piece came out. A new device was used to complete the case. No piece fell into the patient. There were no adverse consequences to the patient. No further information is available.